Event description:
A malfunction was reported with the customer's pump, and no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. The customer was advised that a replacement pump would be sent with updated software. Comprehensive instructions, including storage and return procedures, were provided. The customer acknowledged the guidance and will contact their healthcare provider for backup insulin delivery options.